Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The pump's indication for use was listed as cerebral palsy and intractable spasticity. The pump was last filled on (B)(6) 2016. The patient was admitted to the hospital on (B)(6) 2016 which was believed to be the event date. The patient has been in inpatient rehab since (B)(6) 2016. The patient reported that the pump was not working. The patient experienced pain and the only thing that takes the pain away is the oral baclofen. The reporter plans on calling the patient's managing md to come interrogate the pump to check for proper function.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.